Event description:
It was reported that a spectrum iq infusion pump displayed constant closed door message. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "constant closed-door message" was not reproduced. A review of event history log revealed multiple occurrences of closed door messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment upper link. The upper link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.